Event description:
The physician was treating a lesion in the diagonal with an integrity rapid exchange (rx) coronary stent. The lesion exhibited 90% stenosis. As the device was moved, the stent dislodged in the lad. The physician then used another stent to crush the dislodged stent to the vessel wall. The target lesion was treated with another stent. The lesion was pre-dilated. There was no abnormality noted during prep or inspection prior. The patient is reported to be fine and no clinical sequelae were reported. Evaluation summary: crimp impressions were visible along the body of the balloon. The balloon folds were opened and there was residue present in the balloon and inflation lumen indicating that the balloon had been inflated. Cine image review: the images confirm the target lesion at the ostium of the d1 to the lad. A previously deployed stent is present in the lad. Initial vessel treatment appears to involve the crossing through the cell of the previously deployed stent with a pre-dilatation balloon. The d1 was pre-dilated on a number of occasions. Additional images show the procedural wires were removed and the dislodged stent appears to be present in the stenotic portion of the proximal lad which is immediately proximal to the location of the previously deployed stent. The dislodgement is confirmed on the images. Subsequently the lad and d1 were re-wired and further balloon inflation and deployment of stents in the proximal lad and at the ostium of the d1 were completed. Final images post additional stent deployment appears to show the present of what appears to be a dislodged stent adjacent to the guide catheter.

Manufacturer narrative:
(B)(4). (Root cause undetermined), inherent risk of procedure (stent dislodgement).